Manufacturer narrative:
Unit failed displacement test (---.- units remaining on the status screen) followed by a motor error and a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test including self test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test and displacement test due to motor error alarms. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer's blood glucose level was 109 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer was able to complete pump rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.